Event description:
The report indicated that the user experienced continuously high bg's (255-435mg/dl) with moderate ketones over a two day period despite having administered multiple correction boluses. As a result, she ended up visiting the ER. The pod will be returned for evaluation.

Manufacturer narrative:
The device involved was not returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The product user guide instructs the user to check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. It also suggests that the patient always carry extra supplies in case of emergency.